Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, sealing became incomplete. The output setting was changed but the issue was not solved. The generator was replaced with another but the issue was duplicated. The hand piece was disconnected from the generator and connected to different port, and the output setting was elevated to three bars, then the device worked fine. Sealing and end tones were heard. No patient harm.